Event description:
A swiss advocate stated that the father ran comparison blood tests on his daughter using a breeze2 and contour meters. The results varied. Breeze2 results were: 6.2, 2.9, 6.6, 12.3, 15.8mmol/l. Contour results were: 16.8, 2.2, 12.6, 3.8, 2.5, 6.4mmol/l. Comparing the readings between the meters, some of the differences fall in the "c" or "d" zone of the consensus error grid, making the differences clinically significant. No adverse event was alleged. The father declined to return product for evaluation.

Manufacturer narrative:
(B)(4).